Event description:
During the operative procedure the plastic or ceramic beak of the inner sheath of the continous flow resectoscope broke off into the patient's bladder. X-rays were taken. The film revealed fragment pieces that had to be removed by the surgeon. No permanent harm.